Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced difficulty installing a cartridge onto the pump. The user was able to load the cartridge. Reportedly, it was possible that there was build up of debris on the cartridge. There was no impact to the user's blood glucose level.